Event description:
It was reported that a second interstim was implanted to replace the original device which functioned for nine years. The original device was replaced after normal end of life battery depletion. The second device was explanted due to "erosion." There was no infection noted upon this explantation. The following day, a new device was placed (replacing pt's second interstim device) with the pt then being "satisfied."

Manufacturer narrative:
(B)(4)